Event description:
Device issue: none. Adverse event: perforation of vessel. Onset of adverse event: during the procedure. It was reported that during a mid right coronary artery stenting procedure, in a heavily calcified lesion, after deployment of the stent at 16 atmospheres x 1 inflation, the vessel perforated under the stent. The pericardium filled with blood. A jostent graftmaster was successfully deployed and sealed the perforation. Due to the collection of blood in the pericardium, the pt coded. Pericardiocentesis was performed along with advanced cardiac life support. The pt stabilized and remains stable in the hospital. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The reported perforation and cardiac tamponade are listed in the IFU as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, cardiac arrest, perforation and cardiac tamponade are listed in the risk assesment matrix (ram) as no-fault complications. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg or design.